Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter does not work and the reporter does not know the issue as he reports on behalf of the patient. It was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Initial reporter: patient's name, address, phone number was not provided at the time of call. The 510(k)# is k073231.